Event description:
It was reported that the guardians noticed an obvious decline in the child's auditory performance on (B)(6) 2011. History of head trauma is denied by the guardians and problems of outer devices have been excluded. Latest testing show "channels 1 - 10 in status hi and channels 11 and 12 with --."

Manufacturer narrative:
The device has not been explanted. It if should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.